Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. Reportedly, customer was at school and school nurse was able to get the button to start functioning again. Customer's blood glucose level was not impacted.